Event description:
While performing a thyroidectomy the end of the soft tip frazier suction was noted to be missing. The wound was picked and examined by the physician but the tip was not found. Effect on pt is unknown.